Manufacturer narrative:
Reliability analysis inspected 2 opened and used infusion sets and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Analysis ran priming with the insulin pump. Both infusion sets failed per specification. Found occluded tubing and p-cap needle. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer's blood glucose was 171 mg/dl at the time of incident. The customer performed plunger push and the insulin did not exit. The customer assembled a new infusion set with current reservoir. The infusion set will be returned for analysis.